Event description:
The physician reported that during the implant procedure, the right atrial (ra) lead presented with high impedance problems. The ra lead was not used and a different lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.